Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. No further testing was performed due since the allegation of impedance issues came after the seven year required archiving process for devices.

Event description:
Boston scientific crm received information that the left ventricular (lv) lead was explanted due to a conductor fracture. Over seven years later the physician noted that there had been high out of range pacing impedance measurements and the fracture was suspected but not verified. The device was also explanted at that time. No additional adverse patient effects were reported.